Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the device history records could not be conducted as no lot number was provided. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: failure to attach the recommended suction properly can result in patient injury. Inadequate flow and circulation of saline could cause a patient burn.there are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the patient had a burn. This case was improper use because saline was warmed, the product was reused wand and the suction of the product was not used during the procedure. However, the severity of the burn is unknown. The actual patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.